Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") and device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent total hysterectomy). At the time of the report, the fallopian tube perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and menstrual disorder to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") and device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2005, the patient had essure (ess205) inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent total hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events dysmenorrhea, abnormal bleeding, vaginal bleeding, menorrhagia and device monitiorning error are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), uterine perforation ("migration of the device/migration of essure device: posterior to uterine fundus") and bipolar disorder ("bipolar disorder") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, dyspareunia, endometriosis and bipolar disorder. Concomitant products included norethisterone (micronor), nsaids and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent total hysterectomy, salpingectomy (bilateral) and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the bipolar disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety had not resolved. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: in surgery previously reported bilateral salpingectomy done. As per current pfs salpingectomy (one side removal of fallopian tube) is reported. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events :bipolar disorder were added. Outcome of event: pain, bipolar disorder were updated. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") and uterine perforation ("migration of the device/migration of essure device: posterior to uterine fundus") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, dyspareunia and endometriosis. Concomitant products included norethisterone (micronor) and paracetamol (acetaminophen). In (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent total hysterectomy, salpingectomy (bilateral) and unilateral oophorectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: in surgery previously reported bilateral salpingectomy done. As per current pfs salpingectomy (one side removal of fallopian tube) is reported. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 31-dec-2018: pfs received. Event outcomes were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), uterine perforation ('migration of the device/migration of essure device: posterior to uterine fundus') and bipolar disorder ('bipolar disorder') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, dyspareunia, endometriosis and bipolar disorder. Concomitant products included norethisterone (micronor), norethisterone acetate (norethindrone acetate), nsaids and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (underwent total hysterectomy, salpingectomy (bilateral) and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and genital haemorrhage had resolved and the bipolar disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety had not resolved. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: in surgery previously reported bilateral salpingectomy done. As per current pfs salpingectomy (one side removal of fallopian tube) is reported. Discrepancy noted in essure removal information . Previously reported drug withdrawn and now in pfs not removed, explant date- (B)(6) 2014. Patient undergoes for the treatment of: pelvic pain and genital bleeding. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event genital bleeding was added. Outcome of the event fallopian tube perforation and uterine perforation was updated from unknown to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") and uterine perforation ("migration of the device/migration of essure device: posterior to uterine fundus") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, dyspareunia and endometriosis. Concomitant products included norethisterone (micronor) and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent total hysterectomy, salpingectomy (bilateral) and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. Event verbatim was updated as - migration of the device/migration of essure device: posterior to uterine fundus and pt was updated as uterine perforation. Event onset dates updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") and uterine perforation ("migration of the device/migration of essure device: posterior to uterine fundus") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, dyspareunia and endometriosis. Concomitant products included norethisterone (micronor) and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent total hysterectomy, salpingectomy (bilateral) and unilateral oophorectomy) . Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: psychological or psychiatric problems condition: depression and mental anguish were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), uterine perforation ('migration of the device/migration of essure device: posterior to uterine fundus') and bipolar disorder ('bipolar disorder') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, ovarian cyst, dyspareunia, endometriosis and bipolar disorder. Concomitant products included norethisterone (micronor), norethisterone acetate (norethindrone acetate), nsaids and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"), 8 years after insertion of essure (ess205). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (underwent total hysterectomy, salpingectomy (bilateral) and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved and the bipolar disorder, menstrual disorder, dysmenorrhoea, depression and anxiety had not resolved. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: in surgery previously reported bilateral salpingectomy done. As per current pfs salpingectomy (one side removal of fallopian tube) is reported. Discrepancy noted in essure removal information . Previously reported drug withdrawn and now in pfs not removed, explant date- (B)(6) 2014. Patient undergoes for the treatment of: pelvic pain and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: fu11&12 process together- pfs received: outcome of the previously reported event- vaginal bleeding, menorrhagia were updated, reporter was added. On 5-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.